Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: (B)(4). Date: (B)(6) 2011, inratio(a): 1.7, lab: -. (B)(6) 2011, -, 4.4. On (B)(6) 2011, a correlation was performed with inratio (a) and the lab with the following results: (B)(4) inratio(a): 3.0, lab: 4.2. On (B)(6) 2011, another correlation was performed with two inratio meters with the following results: (B)(4) inratio (a): 4.0, (B)(4) inratio(b): 3.5, lab: 7.7. The same strip lot was used for all testing. Testing on (B)(6) 2011 used the same finger stick; with the first drop on meter a and the second drop on meter b. Nurse reports there being good agreement between the meters and other patients.